Event description:
It was reported that a flo-gard infusion pump had a damaged battery. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The review of the alarm log and functional testing revealed that the device had presented an f-94 alarm. Visual inspection revealed that the battery was damaged. The cause of the f-94 alarm was determined to be the damaged battery. The cause of the damaged battery was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.